Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had locked up twice and was unresponsive, had to do full restart taking out batteries. Customer's blood glucose value unknown. Troubleshooting was performed. Customer also stated that they had to change out batteries a lot more frequently, received failed battery tests, scratched screen, battery cap was tough to put on, unexplained no delivery alarms and did not get low battery warnings. The device will not be returned for analysis.